Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator was scheduled to be explanted after normal battery depletion. However, during the procedure this right ventricular (rv) lead was stuck in the header of the device. The rv lead had to be surgically abandoned and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The correction report was submitted due to a change in the h6 device codes field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator was scheduled to be explanted after normal battery depletion. However, during the procedure this right ventricular (rv) lead was stuck in the header of the device. The rv lead had to be surgically abandonde and replaced as well. No additional adverse patient effects were reported.